Manufacturer narrative:
(B)(4). The limited translated symptom info mad available indicates error 20014. We will consider this to be error code 20004. Error codes 200xx (ECG front end failure) are accompanied by the message / instruction system failure cycle power and device operation is halted. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The limited translated symptom info made available indicates error 20014. We will consider this to be error code 20004. Error codes 200xx (ECG front end failure) are accompanied by the message / instruction system failure cycle power and device operation is halted. This is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.